Event description:
Caller states during a correlation study the following coaguchek xs/laboratory results were obtained: 3.8 inr/2.92 inr; 3.3 inr/2.52 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however, no strips are available for return.

Manufacturer narrative:
Patient 2: female. Medical history: primary hypercoagulable state. Medications not provided.